Manufacturer narrative:
(B)(4). Epithelial ingrowth. Equipment was serviced and preventive maintenance was done on (B)(4) 2011, after the pt original surgery, and no problems were found and system meets all amo specifications.

Event description:
Pt had conventional intralase surgery os (B)(6) 2011. Referred back to (B)(6) for epi ingrowth removal later that day. See for post op (B)(6) 2011 vasc/vacc 20/30 preop vacc 20/30. No loss of bcva, pt doing well, no ingrowth present.